Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that a sacroiliac joint injection was performed on (B)(6) 2016. Impedances were checked on (B)(6) 2016, there was no open circuit. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional of the clinical study reported that the event resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient enrolled in a clinical study and implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had unsatisfactory analgesia post-reprogramming. Device interrogation/device data on (B)(6) 2015 was noted as the diagnostic type and the patient complained of spinal cord stimulation not helping with pain. The neurostimulator was reprogrammed on (B)(6) 2015 and the event resulted in an unscheduled clinic or office visit. It was noted that the outcome was ongoing. The event was related to the device or therapy, specifically due to programming. The event was not related to the implant procedure. It was noted that the most recent interrogation prior to the event occurred on (B)(6) 2015.